Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. Customer's blood glucose was 475 mg/dl at the time of incident. Customer's blood glucose value when admitted to the hospital was 600 mg/dl. Drive support cap appeared normal. Customer also reported of receiving no delivery alarms but declined all troubleshooting. Customer was still hospitalized at the time of call. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.